Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. Software analysis was completed and deemed this complaint as a known anomaly. This instance was documented in an internal tracking system for software anomalies.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial biopsy procedure, that the site needed to go back in the software from navigate to instruments to add a probe. They were able to add a probe into the software, but then were unable to go back into navigate. The site then went into the registration task and attempted to find their previous registration, but it wasn't listed. The site exited out of the software, and went back in, and then they were able to load their previous registration and move back into navigate. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.